Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string missing during removal and had to manually remove the tampon. Upon removal, consumer noticed that the tampon was in the applicator backwards.